Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with the delivery catheter system ( dcs), a the femoral approached (insertion side unknown) was used for the patient with narrow vessels. A dissection was identified from the left common iliac artery to the external iliac artery. Stent and blood vessel prosthesis implantation were performed the same day from the from the left common iliac artery to the external iliac artery. It was reported that the event was not related to the device but was related to the procedure. The valve was implanted without any further issues. No further adverse patient effects were reported.